Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified two sections of distal stent damage. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed target lesion was located in the ostium of the severely calcified left anterior descending artery (lad). The target lesion was pre-dilated with a maverick 2.5x20mm balloon. Next a taxus liberte' 3.0x38mm stent was advanced but would not cross the lesion site. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable. However, the returned product revealed stent damage.